Manufacturer narrative:
The reported event was not confirmed as the device is not returned to manufacturer facility for evaluation. Device is not returned for the evaluation to the manufacturer facility.

Event description:
It was reproted that the rubber seal is missing from the device which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The product was not available for inspection, therefore the reported event, rubber lining is off of the device, could not be confirmed in this case. The device was not returned to manufacturer for evaluation.

Event description:
It was reported that the rubber seal is missing from the device which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.